Manufacturer narrative:
Concomitant medical devices: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal dilaudid via an implanted pump. The patient takes oral dilaudid and other unknown oral narcotics. The pump's indication for use (IFU) was listed as non-malignant pain. On (B)(6) 2015 the patient was drowsy and confused. The patient was admitted to the hospital through the emergency department (ed) for a suspected overdose. The representative went to the hospital in the morning and the patient was fine, alert and oriented. The hospital gave the patient oral dilaudid and the patient had given himself three boluses with the personal therapy manager (ptm). The physician confirmed there were no refill intrathecal changes made since mid-(B)(6) when an increase in the ptm was done. The pump was checked and a log report was run. There was no suspected issue with the pump therefore the patient was discharged. The physician was made aware and the patient was instructed to follow up with the physician on monday. The issue was resolved. Patient status was alive; no injury. The cause of the event, concentration and dose of intrathecal medication and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.